Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that when the shock button was pressed to deliver the energy, the device failed to shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker observed that the customer's device was unable to deliver a shock when the shock button was pressed. Stryker further evaluated the device and determined that the cause of the observed issue was switch, designator, sw8. The switch plunger was crooked. This caused the metal dome underneath to move out of position. As a result, there was no closed contact when the shock button was pressed. The cause of the reported issue was due to a deformed shock switch assembly. The customer was sent a replacement device and the returned device archived by stryker.